Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. A supplemental report will be submitted when the results are available.

Event description:
It was reported that while monitoring a patient with a hemosphere (hem1) monitor, a fault message occurred when the patient was on pump and hem1 was brought out of bypass mode to check on the oximetry cable. The swan ganz module that works in conjunction with the hem1 monitor was unplugged and re-plugged and the issue was resolved and did not occur during the rest of the case. In addition, it was reported that there was 40 point reading difference in heart rate numbers. The difference was between the hem1 monitor and the hospital bedside monitor. The heart rate number on the hem1 eventually approached the bedside monitor heart rate number after 17 minutes. Once they reached the same number they trended similarly going forward. The procedure was a 12 hour redo aortic, root replacement, possible avr, mvr and tvr. There was no inappropriate patient treatment administered. There was no patient harm or compromise. The patient demographic information is unknown at this time.

Manufacturer narrative:
One hemosphere monitor was returned for product evaluation. When the monitor was first powered on there was a display of ¿fault hardware slot 2¿ error. A known good working swan ganz module was inserted into slot 1 and the cco monitoring started with no issues identified. The slot 2 error message disappeared. The known good working swan ganz module was inserted into slot 2 and the cco monitoring restarted with still no issues identified. A known good working oximetry cable was used during testing and the in-vivo and in-vitro calibration tests passed. The components were left to run for one hour with no issues in slot 2. The module was transferred to slot 1 and the cco monitoring was still appropriate. It was left to run for another hour and there were no issues noted. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. At the event, there was no incorrect patient treatment administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experience in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The UDI information is (01)00690103197006(11)170810(21)13800276.